Manufacturer narrative:
The '2-fer' needle has been extensively evaluated. No conclusion can be made on this event since we are unable to determine if the needle is being properly used in the pharmacy setting. The pharmacist reported that there were several factors that might have contributed to this event. The technician had a pre-existing condition. The customer also believed that the technicians might not be using the needle correctly. Instructions for use (IFU) clearly states to "twist off cap and attach luer connection to syringe or tube set, remove sheath", it also gives clear instructions on inserting a needle into a container, vial, or bag. The customer has been informed on the proper use of the needle.

Event description:
This is a not a patient adverse event, but an operator injury. On 08/17/2007 baxa was notified of an employee's incident report at their facility. The customer reported that, an technician working three days a week in the IV room, using the '2-fer' needles complained of sharp pains and swelling in both wrists and fingers. Customer reported that the twisting motion to attach the needle to the syringe, and then to try and remove the needle from the syringe exasperated the technicians pre-existing condition. They also indicated that the needle required excessive force to insert and remove it from a vial. It required another technician to finish the employees work. The technician is unable to finish working in the IV room.